Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the patient experienced perforation and underwent a sternotomy to close perforation. The micra device remains in use. No further patient complications have been reported as a result of this event.